Event description:
It was reported that the implantable cardiac monitor (icm) battery depleted prematurely. The cause of early depletion was unknown. The patient was pending an icm explant. The patient was stable.